Event description:
A surgeon reported that during surgery, a system message displayed indicating that intraocular pressure compensation functions would be disabled. It was noted that there was no problem during priming. The consumable was exchanged and the case was completed with no harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue, however eight additional complaints of a related system message code were also reported. This is one of four total complaints reported against the finished goods lot; two of the reported complaints are for this issue. The DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. A definitive root cause could not be identified. An internal investigation has been opened to address complaints of a similar nature. (B)(4).